Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for lo blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo. Pharmacist is calling on behalf of the patient and stated that the meter will only give lo. Pharmacist stated that tried to run customer blood glucose test and obtained lo. Pharmacist stated that the customer is not at the pharmacy at the time of the call. Pharmacist informed that does not know what the customer's normal expected range is or any other information about the customer. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage is undisclosed. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date at time of call is possibly up to two months. The meter memory was reviewed for previous test result history: 57mg/dl (B)(6) 2016 12:36:00 am fasting: no, lo (B)(6) 2016 12:04:00 pm fasting :no, lo (B)(6) 2016 08:18:00 pm fasting: no, lo (B)(6) 2016 05:05:00 pm fasting: no, lo (B)(6) 2016 10:54:00 am fasting: no. Memory concerns: undisclosed. The pharmacy replaced the product and manufacturer will replace it to the pharmacy.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced lo reading;black chemistry observed. The root cause is black chemistry due to improper storage. (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo. Pharmacist is calling on behalf of the patient and stated that the meter will only give lo. Pharmacist stated that tried to run customer blood glucose test and obtained lo. Pharmacist stated that the customer is not at the pharmacy at the time of the call. Pharmacist informed that does not know what the customer's normal expected range is or any other information about the customer. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage is undisclosed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date at time of call is possibly up to two months. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: undisclosed. The pharmacy replaced the product and manufacturer will replace it to the pharmacy.